Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced sharp pain in the left arm since getting the implanted device which gotten worse and could not sleep. To this date, this device remains in service. No adverse patient effects were reported.